Event description:
It was reported that the catheter difficult to inflate.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted that one two-way foley catheter was received with a cut portion of the inlet tubing. Visual evaluation noted there were no obvious defects observed. Attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), it was difficult to inflate. The balloon was then dissected and found that the inflation notch was not completely perforated. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to inadequate pressure on the machine to punch. The product used for the treatment purposes. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to the labeling could not have prevented the reported failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to inflate.